Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urethral atrophy. A new artificial urinary sphincter cuff component was implanted.